Event description:
It was reported that the lead exhibited episodes of noise. No patient condition or further information could be obtained.

Event description:
New information noted that the patient presented to the clinic, and upon interrogation, the lead exhibited noise oversensing, causing pacing inhibition. The noise could be reproduced by touching the header. No intervention was performed to resolve the issue.